Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. When asked the dose and concentration, it was noted that it was "25, and up around 10" at the time of the pump replacement. The indication for use was spinal pain. It was reported that the patient's pump was replaced on (B)(6) 2016 after a suggestion from their healthcare provider (hcp), as the patient was having to get their 20ml pump filled every 30-40 days. After the new pump was implanted, the patient had a bad problem and ended up back in the hospital for a few days. The pump was reportedly implanted on a wednesday, and the patient was fine that night. The following morning, the patient couldn't walk and was so dizzy. The patient couldn't keep their eyes open for days, and went to the hospital that sunday. The patient was "super sick" and it was horrible. The patient reportedly asked their hcp not to put them under "general," and the patient thought the hcp gave way too much medicine to put the patient to sleep and "it might have reacted." The following tuesday, the patient came home. No further complications were reported or anticipated. **omitted information pertains to pe (B)(4) - seromas.